Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the flow sensor assembly was found to be cracked and the blower motor was contaminated with a foreign substance. The flow sensor assembly and blower motor were replaced to address the issues. The flow sensor assembly and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the flow sensor assembly crack was due to excessive force applied to the component. The root cause of the blower motor failure was due to a 5 volt to ground out of tolerance condition.